Manufacturer narrative:
On (B)(6) 2025, the patient underwent a sensor insertion procedure for sensor sn: (B)(6). Following the procedure, the patient attempted to connect the sensor to the transmitter but received no signal. The health care provider (hcp) observed on (B)(6) 2025 that the sensor remained in the holder of the insertion tool and had not been deployed during the original procedure. To further investigate the issue, a return material authorization (RMA) was issued to retrieve the sensor and associated insertion tool. However, only the sensor was returned to senseonics. Visual inspection of the received sensor did not reveal any anomalies. Since the sensor holder and rest of the sensor kit components were not returned, a complete investigation could not be performed and the exact root cause of this incident could not be conclusively determined. As part of resolution, the hcp performed a new insertion procedure on (B)(6) 2025 and successfully inserted sensor (sn: (B)(6).

Event description:
Senseonics was made aware of an incident where the patient had to go through another insertion procedure because the sensor got stuck in the sensor holder of the insertion tool during the scheduled appointment. The event took place on (B)(6) 2025. The patient was inserted with another sensor on (B)(6) 2025. The incident did not result in any patient harm other than requiring unintended revision surgery.